Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula fell off and was detached from the tubing. No further information available.